Event description:
It was reported the patient received a shocking sensation and went to the emergency room on (B)(6) 2012. The patient's health care professional was able to get her pain under control. The patient also had a shocking sensation about one month ago where she could feel electricity up her back and through her hair line. The patient had not had her implantable neurostimulator on for about one year following an event where she "almost electrocuted herself" standing in a puddle of water using a vacuum. She went to the emergency room and had the implantable neurostimulator turned off and has kept it off since.

Manufacturer narrative:
Product ID 3888-33, lot # v305664, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot # v305664, implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).